Event description:
Within day after 1st and 2nd synvisc injections this retired physician's blood sugar rose to 427 after 1st synvisc and 446 after 2nd synvisc injection. Pt is known type ii diabetic after 2nd synvisc, k +also decreased to 2.4. Patient refused 3rd synvisc.